Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review, it was found, that patient's implantable cardioverter defibrillator (ICD) failed to deliver defibrillation therapy, during ventricular tachycardia (vt) episodes. No intervention was done. There were no patient consequences.